Event description:
During a remote follow up, it was noted the patient had received inappropriate shocks for an atrial fibrillation episode due to an incorrect interpretation of signals. It was noted the inappropriate shocks were due to the programmed settings of the device. The device was reprogrammed to resolve the event. The patient was stable.